Event description:
As reported through the sealant clinical study, the event is related to lvis evo study device index procedure. Measure taken in regard of the event is drug treatment with intravenous aggrastat and endovascular treatment including thrombo-aspiration. Thrombus formation resolved with aggrastat injection. The outcome is resolved without sequelae on (B)(6) 2023.

Manufacturer narrative:
Procedure/medical information review: procedure note operative report medical review for complaint (B)(4) a detailed medical review for complaint (B)(4) has been performed. Data review indicates embolization of an unruptured basilar ending aneurysm of incidental finding was scheduled. Data review further indicates that a lvis evo 3 x 18 stent was deployed in the posterior cerebral artery and in front of the aneurysm neck. Physician reported that during the deployment process, the physician determined and reported that the stent is not fully deployed. The stent serves as a support to perform a coiling of the aneurysm with several hydrocoils. Physician removed the microcatheter and recatheterize the aneurysm to achieve optimal filling of the aneurysm sac. The physician removed of the headway duo and complete deployment of the stent was reported. Control arteriogram shows thrombus formation in the distal part of the stent treated with intravenous aggrastat. An intraoperative decision was made to perform a thrombo-aspiration with a 3max catheter passed through the sofia and mounted with a synchro 14 guidewire. The control arteriography shows a satisfactory exclusion of the aneurysm considering the injection of the aggrastat and a good patency of the intracranial stent. Procedure note operative report medical review conclusion for complaint (B)(4) a detailed review of the operative report for complaint (B)(4) has been completed. No patient injury or harm was reported. Deployment of the stent was completed which served as support for hydrocoils placed in the aneurysm sac. Thrombus formation at the distal part of the stent was observed and treated therapeutically with aggrastat with thrombo-aspiration resulting in satisfactory exclusion (occlusion) of the aneurysm. Items returned: unknown. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU, following is taken from the english version): potential complications possible complications include but are not limited to the following: hematoma at the puncture site perforation or dissection of the vessel(s) intravascular spasm hemorrhaging rupture or perforation of aneurysm coil herniation device migration neurologic insufficiencies including stroke and death ischemia vascular occlusion vessel stenosis incomplete aneurysm occlusion pseudoaneurysm formation distal embolization headache infection reaction to contrast agents including severe allergic reactions and renal failure